Manufacturer narrative:
Initial reporter address: (B)(4). Mfg date: manufactured june 15, 2016- june 16, 2016. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection found that drug residue around the blue winged luer cap but no fluid. A simulated use testing was performed with no leak noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor had a leak from the blue wing cap. This occurred before patient use. The folflusor was filled with fluorouracil 3800mg in 115ml sodium chloride 0.9%. There was no patient involvement. No additional information is available.